Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was 5.5 mmol/l. The customer stated that the infusion set will not insert at all and there were 2 where the needle has splintered on insertion. The customer stated that this has happened with the last 2 consecutive sets. The mother stated that when they removed the needle away from the body, it was stuck. The mother stated that they insert the set into the arms and stomach and they rotate the sites. The customer also stated that there was an issue with the reservoir where the pump will stop delivering insulin. The customer stated that the o-ring has slipped into the reservoir where the insulin is. The customer will be sent replacement reservoir.